Manufacturer narrative:
(B)(4). Jaws, anti-backup. The analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. Upon firing the device, two unformed clips were fed. The unformed clips were determined to be caused by an intermittent failure of the anti-backup feature. The remaining clips were conforming according to manufacturing specifications. In order to evaluate the device's internal components the device was disassembled. Upon disassembling of the device the ratchet pawl was noted worn out leading the found antibackup failure. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. In addition, the device locked out as intended but the orange indicator was not visible. The over-travel of the indicator and the intermittent failure of the anti-backup feature are unrelated to the opening issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the jaws of the device were stuck and would not open to deploy clips. They were able to remove the device manually. They completed the procedure with a new like device. There was no patient consequence reported.